Manufacturer narrative:
Inspected one opened/used enlite sensor and perform bicarbonate buffer test. The sensor failed per specifications due to low readings.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had three consecutive sensor errors. Her blood glucose was 56 mg/dl at the time of reporting, which she treated by eating some cereal. The sensor is being returned and replaced. No additional information was reported.